Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hypoglycemia and paramedic visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/ cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 112. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm. Living with diabetes 9 / page 113. Frequent blood glucose checks are the key to avoiding potential problems. Detecting low blood glucose early lets you treat it before it becomes a problem.

Event description:
It was reported that the patient had been treated for hypoglycemia. The patient's blood glucose levels declined to 3.2 mmol/l (57.6 mg/dl) while wearing the pod for longer than 48 hours. Symptoms reported included lethargic and vomiting. The paramedics arrived and the patient was treated with intravenous therapy and insulin was administered. The pod was removed and the paramedics stayed with the patient for 1.5 hours once stable.